Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were shocked by their implantable cardioverter defibrillator (ICD). The patient stated the ICD "kicked into defib mode for no reason" and "it about knocked [the patient¿s] ass out of the chair". The patient also reported pacing rates in the thirties and forties and stated that "apparently the pacing was not doing its job" and "hasn't done that on several occasions". The patient explained that their heart rate went from forty up to forty five and by that evening it went up to the fifties. Throughout that whole period ¿there was nothing¿. The patient also noted that "every time they go in to have it reprogrammed, they feel much worse afterwards than when they went in. They basically zombied me out.¿ the patient went to the emergency department with severe heart failure exacerbation and a device transmission was sent. Review of the transmission showed that the patient had received inappropriate shocks for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). In addition, undersensing on the right atrial (ra) lead was noted. It was also noted that the last high voltage therapy was delivered with more than the programmed high voltage energy. The ICD and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient is non-compliant with their medications and treatment recommendations, and that some of the patient's symptoms may due to the amiodarone medication.